Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 538 mg/dl at the time of incident. The current blood glucose was 332 mg/dl. The other relevant blood glucose level was 333 mg/dl. The customer experienced symptoms such as dizzy. Troubleshooting was performed for high blood glucose and under delivery. The customer was treated with bolus for high blood glucose. The customer was alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.